Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation was not confirmed: poor image quality. In addition, new damages/defects were observed: electrical contact corrosion, scratches on the main body (lens) based on the results of the investigation, the information obtained from this complaint did not lead to the identification of the cause of the occurrence. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had poor image quality. The issue was found during prior to a procedure during preparation for use. There were no reports of patient harm.